Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator system was explanted due to a product performance issue. A transvenous system was successfully implanted. No additional adverse patient effects were reported.